Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 9 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty high voltage power supply board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that the inner sheath ceramic tip was broken. The issue was found during reprocessing. The intended procedure was diagnostic. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of ceramic tip was broken was confirmed. The additional evaluation findings are as follows: the serial number marking was worn, the screw was missing, and the sealing ring was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.